Event description:
Reference MDR #1219856-2010-00892 for the first event and MDR #1219856-2010-00893 for the second event involving the same pt. It was reported that a pt with cardiogenic shock was in the cath lab having an intra-aortic balloon (iab) inserted. The femoral artery was already accessed via the super arrow-flex (saf) sheath and spring wire guide (swg) from previous two attempts at insertion. The iab was being inserted via the saf sheath when it became stuck. The physician removed the iab and decided to use a lifebridge. There was no pt death, injuries or complications. There was a delay of a few minutes noted, with the pt outcome listed as okay.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.